Event description:
This report concerned one of our enterprise 8000 beds, serial number (B)(4). The incident report stated that ¿the patient who weighed (B)(6), rolled over in bed, came in contact with the side rail, the side rail securing ¿bolts¿ pulled out and fell to the floor and the patient followed and also fell to the floor.¿

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh (B)(4). Please note that previous medwatch reports for this product may have been submitted under registration #3003984900. As of 2012, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4), and any medwatch reports will be submitted under registration #3007420694. (B)(4). Following a retrospective review of complaints we have identified that this incident had not been reported. So we are retrospectively reporting this incident late. See attached evaluation summary for investigation. At some time since the bed was produced the two upper securing screws were removed from this side rail, for reasons unknown and by persons unknown. The witness marks show that the screws had definitely been present originally. (B)(4). There is no evidence that this is anything other than a one-off occurrence, we do not intend to take any further actions at this time and would ask you to consider closing the file. Evaluation summary: when the side rail was initially examined it was in the condition with the side rail mounting bracket detached from the plastic of the side rail moulding, and none of securing screws could be found. Upon further examination we found that the two lower m6 threaded inserts had been partially pulled out of the plastic of the side rail show the views from opposite directions. There were also marks in the plastic where the 5mm screws had been pulled out, the top inserts are in their expected position. When combined with the direction in which the lower inserts had been pulled, this suggests that the safety side was pushed from inside to out, or pulled outwards from the top. There is no evidence of any force being exerted on the top inserts, which suggests that the top two screws were not actually in position at the time of the incident. However, when the mounting bracket was examined closely it could be seen that there are witness marks in all four of the holes that the screws pass through, so clearly all four screws had been fitted at some time in the life of the bed. When the side rail was examined at the facility it was in the condition, with the side rail mounting bracket detached from the plastic of the side rail moulding, and none of securing screws could be found. The trust does not have a maintenance contract with arjohuntleigh, so we only respond to reports of breakdowns, the maintenance record was checked for this particular bed and there is no record of any previous interventions by us on the bed and certainly nothing related to side rails. The side rail was designed and tested against all of the requirements of bs en 60601-2-38 for resistance to forces during normal use. Clause 28.4.103 of this standard covers the requirement for the side rail to resist a 500n outwards load and a 750n downwards load, which we can confirm that the design passes all of the testing requirements.